Event description:
When the endotracheal tube was placed, it was highly suspicious that it had a leaky balloon cuff also. It was deflated and air reinserted to the balloon cuff to solve the leaky cuff problem. Unsure of which lot # is the et tube. It is either (B)(4) or (B)(4). Have called the manufacturer, they are going to pickup the one faulty et tube we still have and analyze it.